Event description:
Healthcare professional reported that following a breast ultrasound, periprosthetic effusion was found. From the cytological examination of the effusion, a diagnosis of bia-alcl was confirmed. Histopathological markers of cd30 positive and alk negative have not been provided. Affected side is right. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma - late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: bia-alcl (markers not reported); periprosthetic effusion.